Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a dislodgement and migration. A new lead was successfully implanted. No additional adverse patient effects were reported.